Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that the pace impedance measurements were chronically high when it comes to the right atrial and right ventricular channel. The values had been out of range for three years. Good sensing and pacing thresholds were seen and the shock values were normal. There was no oversensing recorded with postural maneuvers. A device replacement was planned. Additional information noted that a revision took place, and during the revision loss of capture was seen on the right atrial channel with low sensing. The physician elected to only change the device. No adverse patient effects were reported.